Manufacturer narrative:
Device evaluation: h6 result and conclusion codes: the suspect rotor seal, peek tubing, stator face, sample loop, and blue led light source were returned to tosoh instrument service center for investigation. A visual inspection revealed no shipping damage. Functional testing was performed on a g8r testbed instrument. The g8r instrument was initialised and #2 control was run with 10 points. No discrepancies were noticed on the chromatogram printouts using tosoh control #2. Printouts were compared to chromatograms from the previous day of the isc testbed using the same control #2. The reported issue could not be replicated. The suspect parts functioned as expected. The probable cause of the issue could not be determined.

Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm and reproduce the complaint by trying to run daily check and receiving error 2161. The issue was resolved by removing plastic debris (cable protector pieces) from obstructing stc lane. Quality control (qc) results passed and were within published ranges per the package insert. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 05may2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: 2161 - y-axis cup transfer cup pickup failure cause: the cup-gripping sensor failed to detect a cup after cup pickup. Solution: contact tosoh service center or local representatives. 4123 - stc lane home overrun cause: the home sensor activated improperly following movement of the stc lane. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The probable cause of the reported event was due to plastic debris (cable protector pieces) which caused obstruction of stc lane.

Event description:
A customer reported getting error messages 4123 stc land home over-run and 2161 y-axis cup transfer cup pickup on the aia-2000 instrument. There was loud bang when the error 4123 occurred. The customer powered off the instrument, did a version up, removed an stc cup from the sorter, cleaned the with alcohol. These actions resolved the 4123 error, however, upon start up error 2161 persisted. Technical support (ts) advised the customer to do some cleaning of the pickup arm. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), luteinizing hormone (lh ii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.